Event description:
It was reported that an infection occurred. It was further reported the patient had sepsis. The implantable pulse generator system was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event was received on (B)(6) 2013. Of note, the reportable serious injury of infection was submitted via an alternative summary report (asr). Information was subsequently received on 2013-05-28 and revealed the patient also had sepsis. Due to the report of sepsis, this event no longer qualifies for asr reporting and is therefore being submitted as a bimonthly report. Concomitant products: vedr01 implantable pulse generator (ipg) implanted: (B)(6) 2009; 5076-52 implantable pacing lead implanted: (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4), the proximal segment of the lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.